Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant in the apex due to broken helix and rv lead became entangled in the myocardium and the small portion remained within the septal wall upon removal. This rv lead was replaced with the same model, not implanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant in the apex due to broken helix and rv lead became entangled in the myocardium and the small portion remained within the septal wall upon removal. This rv lead was replaced with the same model, not implanted and will be returned for analysis. No additional adverse patient effects were reported.